Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button more effectively. The customer continued to use the pump for insulin therapy.